Event description:
My surgeon used the medtronic infuse which has caused me many problems including pain, it has required me to follow up with my doctor frequently. It also gave me cancer. I'm worried I will never be well again.